Event description:
On 08/23/06, nellcor received a report where it was claimed that " the cannula cannot hold enough air in the bellows." Replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress.